Event description:
Attempts for additional information have been unsuccessful to date.

Event description:
It was reported that the patient was referred for vns explant. The reason for explant was reportedly lack of efficacy and migration due to weight loss. No further information is known at this time.